Manufacturer narrative:
(B)(4). The device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is conservatively filed as a pericardial effusion was noted two weeks post device implantation. It was reported that, on (B)(6) 2017, two mitraclips were implanted treating severe mitral regurgitation. Post procedure, the patient demanded to go home although a pleural effusion was noted and the patient needed more diuresis. She was readmitted to the hospital on (B)(6) 2017 with acute systolic and diastolic congestive heart failure (B)(6) class 4, treated with intravenous diuretics. On (B)(6) 2017, an echocardiogram was performed showing the mean mitral valve gradient pressure was 3mmhg; mild mitral regurgitation was noted. There was no pleural effusion noted. Per physician, the heart failure requiring intervention was not related to the mitraclip but was a worsening of a pre-existing condition. The event resolved and the patient was discharged from the hospital on (B)(6) 2017. Additionally, the echocardiogram on (B)(6) 2017 showed a small pericardial effusion. There was no reported treatment for this effusion and no reported device relationship to this effusion. There was no additional information provided regarding this issue.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. Internal file number - (B)(4). Event date: 11/17/2017- echocardiogram was corrected to 11/15/2017: echocardiogram. The device was not returned for evaluation and there was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. The mitraclips have remained stable and well seated on the leaflets. Per physician, the pericardial effusion was unrelated to the mitraclip device and unrelated to the mitraclip procedure. Based on the new information, this event would not be MDR reportable. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report filed, the additional information was received: on 11/15/2017, 2 mitraclips were implanted without a device malfunction, treating severe functional mitral regurgitation (mr), reducing the mr to mild. On 11/16/2017, the patient was discharged from the hospital. On 11/30/2017 a small pericardial effusion was noted. The mitraclips have remained stable and well seated on the leaflets. Per physician, the pericardial effusion was unrelated to the mitraclip device and unrelated to the mitraclip procedure. The mitraclips have remained stable and well seated.